Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked end cap and cracked case along near reservoir tube.

Event description:
The customer reported via phone call that the insulin had a large crack down the reservoir compartment. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.